Event description:
It was reported that the patient presented to the emergency department with the pacemaker protruding from the skin. The patient also had an infection, however the infection does not related to the product or procedure. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted. The new pacemaker system was implanted a week later. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the product.